Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling somehow became detached from a spreader bar hook during transfer of the patient. The sling is not believed to be an invacare sling. The lift has been identified as an invacare lift. Current user guides are clear in instructing as to the proper and safe use of the invacare lift product. This incident is viewed as user error issue and not a product problem. Return is not anticipated.

Event description:
The facility alleges the consumer was being moved by 2 caregivers, when the strap allegedly came off the hanger, causing the consumer to fall and break a rib.